Event description:
Star total ankle replacement tibial component and sliding core mobile bearing were exchanged to correct a periprosthetic fracture in the patient's ankle and an implant subluxation.

Manufacturer narrative:
Additional removed components: sliding core mobile bearing. Model#: 400-142, lot#: 1314086, expiration date: 04/01/2018. Device manufacturer date: 04/01/2013. Company report from states no implant failure with insignificant wear to sliding core mobile bearing. There were no deviations reported in the DHR for part no. 400-142, lot no. 1314086. The DHR for part no. 400-264, lot no. 130409/0303 notes that (B)(4). All released parts were within specification.